Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot# p3d0487) egia60amt, egia60amt egia 60 artic med thick sulu (lot# p3d0289) sigphandle, sig power sigphandle handle (serial# unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a gastrectomy, the power handle stopped working due to insufficient battery charge. The jaws could not be opened after tissue clamping using the two reloads. It was noticed that the charging was insufficient when looking at the liquid crystal display (lcd) display. Afterwards, the power handle and power shell were replaced with new products, and when the components were assembled, the jaw was released normally. There was no patient injury. It was noted that the charger responded normally when it was checked after the surgery.